Event description:
The customer reported an apparent check valve failure. A secondary of azithromycin 400 mg/250 ml was hung at 9:45. The patient reported the infusion was painful so it was set to run over 2 hours. The nurse went to check on the patient's comfort level at 10:00 and noted that 3/4 of the bag was gone and the primary bag's "chamber" was full (unsure if this referred to the IV bag itself or the drip chamber). The nurse was unsure how much had infused to the patient so used the secondary set's roller clamp to slow the rate. The bag was empty at 10:45 and the nurse changed the tubing, bag and pump. With the original set-up disconnected from the patient, the nurse set up another secondary on the same set and noted that the secondary fluid flowed rapidly back up into the primary bag. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.